Event description:
Additional info: ees associates met with account. We were not able to meet with the pediatric surgeon, but when we discussed the events with the pediatric coordinator who was in the room and demonstrated a long load, she was confident that is most likely what happened. We are proactively scheduling in-services with all of the facilities to educate the or staff on proper loading and use of our ets endocutters. The device is currently being held by risk mgmt.

Manufacturer narrative:
Date sent: 07/30/2009. Partially fired cartridge. Eval summary: an onsite device analysis was performed. The device was visually inspected. The device contained a properly installed reload. However, the driver pattern was very similar to the pattern resulting from an incomplete fire out, premature lockout or an improperly loaded reload. It was unk if the reload was placed back on the device after the event. A batch record review was performed, and no anomalies were noted during the mfg process.